Event description:
It was reported that intermittent malfunction alarms occurred. Customer's blood glucose level was 520 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. Reportedly, the customer continued to use the pump for insulin therapy.